Event description:
It was reported that the ilet pump¿s outer casing was separating, while blood glucose was not affected and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact to health and no change in therapy. Investigation included product replacement logistics, user guidance to shut down the device, and return of the original device for evaluation. Investigation of this case revealed a hardware enclosure issue consistent with screen bezel or housing separation, with no associated functional failure of the pumping or control system. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or wear of the device housing leading to enclosure separation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.